Event description:
Meter had no power even after pt had replaced the batteries. Pt did not experience sysmptoms at the time of testing and after trying to use the meter pt treated with insulin. Since pt was unable to use the meter pt went to md, who then treated pt with insulin. Customer service was unable to resolve the issue and sent pt a new meter. There is no evidence at time of a serious injury.